Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the lv (left ventricle) was high. Left ventricular capture management shows threshold measurement of 1.25v or less until week of (B)(6) 2014, then measurements began to vary from 1.875v up to greater than 6v.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that there was high/unstable threshold on the left ventricular (lv) lead. It was noted the lead had a slowly migrated out of the branch over several months. The lead was explanted and replaced. No patient complications have been reported as a result of this event.